Event description:
It was reported that the customer experienced a blood glucose (bg) level of 328 mg/dl and a high ketone level. The customer believed the pump was not delivering insulin as intended; however this could not be confirmed as no alerts and alarms were identified in pump history. Additionally, customer did not observe any issues with supplies. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, magnesium, and potassium phosphate. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.